Event description:
PICC was placed l saphenous on (B)(6) 2021 2.6 d/l l cath- PICC staff change fluid every 24hrs. On the 9th day, clinician noticed leaking & confirmed the blue hub had a crack.

Manufacturer narrative:
One device was returned for review. A functional test found leakage through a crack in the hub, confirming the complaint. CAPA c-2020-016 has been initiated to identify root cause and corrective action. The molding parameters of these hubs were updated to meet manufacturers suggested settings and mold 501-05 cavity 4 had a new core pin installed that controls all the critical dimensions for the inner diameter. The CAPA will continue to investigate additional root causes and corrective actions.

Manufacturer narrative:
Sample was returned for evaluation. A follow-up report will be submitted once a review of the sample has been completed.

Event description:
PICC was placed l saphenous on(B)(6) 20212.6 d/l l cath- PICC staff change fluid every 24hrs. On the 9th day, clinician noticed leaking & confirmed the blue hub had a crack.